Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 24-jan-2023. H6: investigation summary: one sample was provided to our quality team for investigation. Through visual inspection, a leakage past the stopper ribs was observed. There is no other damage or defects on the barrel or syringe components and the stopper is verified to be properly assembled onto the plunger rod. A device history review was performed for the reported lot 2006233, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. The returned sample underwent the same tests and product met required specifications. Given that we did not observe any defect within the sample that could have caused the leak, we cannot identify a definitive root cause at this time.

Event description:
It was reported that 3 bd plastipak¿ concentric luer lock syringes leaked chemotherapy medication past the plunger during use. The following information was provided by the initial reporter, translated from french: "on 3 occasions, the syringe leaked via the plunger. Each time the same batch was affected. The handlers are different. Leakage of chemotherapy via the piston in the cytotoxic preparation unit."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd plastipak¿ concentric luer lock syringes leaked chemotherapy medication past the plunger during use. The following information was provided by the initial reporter, translated from french: "on 3 occasions, the syringe leaked via the plunger. Each time the same batch was affected. The handlers are different. Leakage of chemotherapy via the piston in the cytotoxic preparation unit."